Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, foreign matter was found embedded in 51 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-jan-2026. Investigation summary: bd received 7 samples and 1 photo for investigation. The samples and photo were reviewed and black spots were observed on the side wall of the samples, which could not be rubbed off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode molding defect-embedded foreign matter. No definitive root cause could be established for the reported defect. Previous investigations indicate that embedded foreign material is related to resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This typically occurs at the start of a run or after mold maintenance and restart. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, foreign matter was found embedded in 51 tubes. No adverse impact was reported regarding the patient or user.